Event description:
It was reported that the device reached the recommended replacement time prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number (B)(4) is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device did not meet the expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion was indicated as the time of recommended replacement time in save to disk occurred on (B)(6) 2012 device rrt<=2.6251 volt. The weekly battery voltage trend data shows battery was 2.628 to 2.614 volts between (B)(6) 2012. Three patient alerts for low battery voltage occurred between (B)(6) 2012 02:15:00 and (B)(6) 2012 02:15:00.